Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging that on (B)(6) 2018 the patient experienced diabetic ketoacidosis while on insulin pump therapy with blood glucose measuring >600 mg/dl with vomiting and large urinary ketones. The patient reportedly presented to the hospital emergency room where they were treated with insulin via intravenous infusion and intravenous fluids. The reporter stated the pump was experiencing loss of prime. Troubleshooting completed with the reporter by animas customer support revealed the loss of primes were bring triggered by power interruptions related to cartridge change and the pump requires prime steps to be completed before using again. This complaint is being reported because the patient¿s adverse event was associated with a training/misuse issue.